Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci s hysterectomy for uterine fibroids on (B)(6) 2009 isi was provided with the operative report. Additional information provided includes office notes, operative reports, consultations, and radiology findings. There was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during surgery. There was no report of an intraoperative complication. On (B)(6) 2009 the patient was admitted for leakage of urine. On (B)(6) 2009, the patient underwent a left ureteroscopy. The urologist noted cautery of tissue in his report. Could not pass a guide wire so no stent was placed. Therefore, a nephrostomy tube was placed. The patient was discharged home on (B)(6) 2009. On (B)(6) 2010, the patient underwent a ureteral re-implantation.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.